Event description:
During bench repair, it was determined by the philips authorized repair facility technician (rft) that the unit was not producing sound. It was determined the speaker was at fault and the rft replaced the speaker. The device passed all functional testing. The device was not in use on a patient at the time of the event.